Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy has been off for about 3 days due to difficulty charging the implantable neurostimulator (ins). The patient stated that they have already taken the li-battery pack out of the controller and cleaned the battery compartment. They mentioned that they previously charged the ins all night, but they are currently getting a red triangle on the controller screen indicating that the ins battery is depleted. The patient noted that when they lift their arms in the air, the ins shuts off. At the time of the report, patient services walked the patient though passive recharge mode. The patient confirmed they were getting excellent recharge quality with a flashing light above the screen. Best charging practices were review, and the patient was encouraged to charge the ins prior to attempting to turn it back on. The patient was redirected to their healthcare provider for reprogramming if necessary. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. It was reported that the patient still wasn't able to charge the ins after completing passive recharge mode. The patient stated that their back was in "chronic pain" due to not being able to charge ins. The patient was directed to follow-up with their hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. It was reported that the patient has been without her stimulator for a week now because when she tries to charge her implantable neurostimulator (ins), she will see no device found screen, try again or recharge. When she tries to select recharge, she gets stuck in a loop with passive recharge. She noted that she has given passive recharge a try several times and waits, but it will not progress to a normal charging screen. She has been in pain and her stimulation was off due to not being able to charge her ins. A replacement recharger was sent to the patient. Additional information was received from the patient on (B)(6) 2020. It was reported that the device was stuck on passive recharge mode and not charging the implant. The patient reported that this was the third one that was sent and it won't work it had been 9 or 10 days since her implant was on and she has had nothing for pain. It was reviewed that the patient had successfully charged on (B)(6), 2020. The night before the report, she fully charged her controller, but it is now telling her to do all kinds of stuff. The patient noted that she was not at home where she normally recharges; she normally recharge lying in bed but would try troubleshooting. The patient was assisted to start a charge session during the report. The patient has does not wear the recharging belt since getting the implant as it was too big for her and she gave up trying to tightening it up. During troubleshooting, the patient was successfully able to get to the passive recharge screen with the highest number at 93. It was reported that the patient got to the passive recharge screen previously and waited 25 minutes. The patient was encouraged to continue passive recharge when she was at home. It was also reviewed that the system should be checked by their healthcare professional (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was still unable to charge and had been without the ins for a month. The patient reported that she had pain due to not being able to charge and having no stim. It was reviewed that that patient should contact her hcp and the process of requesting a manufacturer¿s representative (rep) be present was reviewed.